Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: was there a reported flame, flash, fire, spark or arching that occurred? Nothing . It was patient site burn. What does suggested surgeon to remove from the operating table mean? When the burn was reported by the surgeon because of megasoft , informed surgeon to remove it from the table immediately . What was removed from the operating table? Megasoft universal reusable patient plate. Was there a burn on the back of the patient? Yes. What is the severity of the burn? Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful? Yes. What medical intervention was used to treat the burn? (Such as salve or stitches) the patient was asking for compensation . Besides the burn, did the patient experience any adverse consequence due to the issue? It was managed by the faculty. Are there any anticipated long-term effects from the burn or injury? No what is the current patient status? Relieved now as per surgeon. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megadyne pad currently being used in the facility. If no, why not? Are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to productcomplaint1@its.jnj.com. When were the burns first noticed? Was the burn at the pad site or an alternate site? What medical intervention was used to treat the burn? (Such as salve or stitches). What was the surgical procedure? What was the length of the procedure? How was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient and the pad? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Was there any patient warming blankets used? If yes what warming blankets were used? What brand of warming blanket was used? Is it possible the patient was in contact with a metal portion of the or table? What generator was being used? What power levels was generator set to? What was the endofactor that was being used? Were there liquids used in prep? If yes, what kinds of liquids were used? Was urine or other fluids detected in the field after surgery? Can you please confirm the expiration date of the pad? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was a patient with a pad site injury burn on their back. The surgery was delayed 30 minutes. The pad was removed from the operation table and the procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent 11/9/2022. Additional investigation summary: it is possible that the damage observed occurred from improper cleaning and disinfecting methods. The customer reported using tetra which is not an approved cleaning agent. The pads were not properly rinsed to remove cleaning agent residues or was not allowed to completely dry after cleaning. The user is also instructed to rinse products with clear water to remove any residue from cleaning solutions and to dry the pad. The pad was used beyond the expiration date that is labeled on the pad. It is possible that the damage noted on the pad is due to the use of the pad beyond the expiration date. Although no conclusion could be reach on the cause of the unintended thermal injury reported.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2022. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 0845 pad was returned with tears on the top surface and open creases were noted. A functional test was performed on the pad, with a multimeter, and it passed the continuity test as intended. It is possible that the damage noted on the returned sample could be possibly caused by exposing the pad to other equipment or may be a result of improper handling. There were multiple creases indicating the pad was shored rolled up or folded. Based on the received information of the timing/detection and the characteristics of the lesion the most likely cause is related to pressure necrosis, shearing forces, and/or chemical/allergic reaction. The lesion is unlikely to be electrosurgical in nature. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Additional information was requested, and the following was obtained: what does the surgeon believe is the true cause of the patients burn since they believe it was not the pad? - as per surgeon's statement , patient burn was due to pad . Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4) date sent: 10/5/2022 additional information was requested, and the following was obtained: is the megadyne pad currently being used in the facility : no. If no, why not? : completely damaged. Are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to (B)(6)-yes , will share when were the burns first noticed? Already informed earlier . Intra--op was the burn at the pad site or an alternate site? Yes at pad site what medical intervention was used to treat the burn? (Such as salve or stitches) treated with medication by surgeon not updated by surgeon what was the surgical procedure? Open hemicolectomy what was the length of the procedure? 2hrs how was the patient positioned? Supine how was the room set up to include patient set up and where was the pad in relation to the patient? It was in the ot & patient was slept on the megasoft was there anything between patient and the pad? No. Was the pad rinsed and let dry before it on this surgical procedure? No . It was dry how was pad cleaned? With the use of tetra does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? No was there any patient warming blankets used? No if yes what warming blankets were used? What brand of warming blanket was used? Is it possible the patient was in contact with a metal portion of the or table? No what generator was being used? Surgical diathermy (erbe) what power levels was generator set to?normal ¿40-45 what was the endofactor that was being used? No idea were there liquids used in prep? Yes if yes, what kinds of liquids were used? Betadine was urine or other fluids detected in the field after surgery? No idea can you please confirm the expiration date of the pad? Will update attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please note that the pad/device was expired. Please send the photo to (B)(6) what does the surgeon believe is the true cause of the patients burn since they believe it was not the pad?

Manufacturer narrative:
(B)(4). Date sent: 10/25/2022 photo analysis: this is an analysis of a set of images submitted for evaluation. Images 1 and 2: the images provided by the customer show damage at the surface of the pad. No conclusion could be reached as to how this issue occurred through photo analysis.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2022. Investigation summary: additional analysis was performed and the analysis results were: the pad associated with (B)(6) was tested as part of a preclinical animal lab engineering study (501154099) and we were unable to duplicate the reported burn.